Event description:
It was reported that (2) h2tuv and (1) lcsc5 were used during unknown procedure. It was reported by the affiliate that the device had a steady tone. Opened another device to complete the case. There was no consequence to patient.